Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed.

Event description:
During removal of a diamondback peripheral exchangeable orbital atherectomy device (oad) the device became stuck in the sheath. The oad was pulled and the crown broke off inside the sheath. The crown fragment remained in the sheath and a sheath exchange was performed without losing wire position.

Manufacturer narrative:
The reported oad was received at csi for analysis. The driveshaft crown was observed to be detached and was not returned for analysis. Scanning electron microscopy analysis of the driveshaft crown bond location was performed and confirmed the presence of residual solder, indicating that the crown had been sufficiently attached at one point. It is hypothesized that the crown became caught and the driveshaft was pulled until the crown bond strength was exceeded. This is consistent with the reported event details which state, "the device became stuck inside the sheath. The oad was pulled and the crown broke off inside the sheath. Per the physician, there may have been a kink in the sheath which contributed to the issue." However, this was not confirmed and the root cause of the detached crown remains unknown. Csi ID: (B)(4).